Manufacturer narrative:
According to the customer, on (B)(6) 2025, "once I completed the draw, I activated the retraction button on my butterfly and the needle only partially retracted." Per the customer, "luckily the patient and I were not pricked by the exposed needle." The customer reports there was "no impact to the blood draw itself" and the "blood draw was completed successfully." It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2025, "once I completed the draw, I activated the retraction button on my butterfly and the needle only partially retracted." Per the customer, "luckily the patient and I were not pricked by the exposed needle." The customer reports there was "no impact to the blood draw itself" and the "blood draw was completed successfully."